Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose (bg) level was 280 mg/dl. Customer delivered a correction bolus via the pump to bring bg levels to target range. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.